Manufacturer narrative:
(B)(4). Medwatch: mw5149543. Other remarks: n/a. Corrected data: n/a.

Event description:
The report, received via medwatch, states "iabp (intra-aortic balloon pump) disposable device would not inflate once implanted into the body. The device had to be manually inflated using a syringe". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The reported complaint for iab "iabp (intra-aortic balloon pump) disposable device would not inflate once implanted into the body" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report, received via medwatch, states "iabp (intra-aortic balloon pump) disposable device would not inflate once implanted into the body. The device had to be manually inflated using a syringe". At the time of this report, the customer has not returned our requests for additional information.